Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) and the right ventricular (rv) lead exhibited latency between pacing stimulus being delivered and the ventricle responding. Both leads remain in use. No patient complications have been reported as a result of this event.